Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the lcsc5's emitted a steady tone after 30 minutes (used with a h2tuv). Another device was used to complete the case. There was no consequence to the pt.